Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, foreign material in the nozzle was confirmed. It was not possible to identify the foreign matter. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.